Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high out of range pacing impedance measurements on the right atrial (ra) lead, measuring greater than 2000 ohms. The patient's ra lead was a non-boston scientific product. The physician elected to continue to monitor the pacemaker system and the patient. This pacemaker system remains in service. No adverse patient effects were reported.